Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient can only feel stimulation when they arch their back, even at 10.5 ma. The patient can then feel stimulation at lower settings. Reprogramming was attempted, and impedances were normal. It was noted that adaptive stimulation was being used. It was reported that the patient would be scheduled for a surgery to implant a paddle lead as suggested by the physician. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the old leads would be replaced by the paddle lead. It was reported that there were no known issues with the old leads. It was also reported that the patient actually likes being able to feel the stimulation when they arch their back. It was assumed that the stimulation when arching the back was due to the leads getting closer to the spinal cord, but this was not confirmed. No further complications are anticipated.